Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser settings used were 1200 millijoules and 18 hertz. According to the complainant, during preparation for the procedure, the laser fiber broke while testing its power. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser settings used were 1200 millijoules and 18 hertz. According to the complainant, during preparation for the procedure, the laser fiber broke while testing its power. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Updated information based on review on february 23, 2021. Reportedly, the fiber broke prior to firing laser energy.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results: the returned lighttrail reusable 270um lase fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 112.7 cm and the second piece measured 196.8 cm. The exposed glass tip measured 1 mm and appeared fractured. Examination under magnification confirmed the exposed glass tip was fractured. Light from the sma connector was bright and round, indicating no fracture within the connector. The fiber was tested on the laser console, which read "applicator has been used 0 times," indicating the device was not attempted to be fired. No other issues with the device were noted. The reported event was confirmed. The fiber was returned broken in two pieces. The exposed glass tip was also observed fractured. The laser console was able to recognize the fiber and indicated 0 applications of the fiber. Evidence from the fiber suggests the device had not been attempted to be fired. The damage to the fiber likely occurred due to procedural handling of the device during set-up and prior to use. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction to field b5: describe event or problem based on review of the complaint on february 23, 2021.